Manufacturer narrative:
Covidien reference number (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the "ten-digit heart rate" value cannot be displayed completely. It worked well after changing the display board. It was also reported that there was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.